Manufacturer narrative:
One video was received for quality evaluation. The video provided shows that there was leakage at the connection location between the texium connector and the smartsite connection. The customer complaint of leakage was confirmed. Due to no sample being received, a full investigation for this complaint could not be performed and a root cause could not be determined. However, a trend has been identified for similar reported issues, and actions have been initiated to investigate the issue. Corrective actions taken during the investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: another leak occurred today with patient getting irinotecan. We contained the leak and it did not get on any patient or staff. Please note that pharmacy has not been using the original defective tubing bd alaris pump infusion set (product #22000-b007t). Instead, they have been using a short set and attaching an individual bd texium closed male luer (product #10012241-0500) to the end.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.